Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged dizziness, headache, asthma (new or worsening), and coronary artery disease. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer received information alleging a malfunction on a remstart a-flex device. The patient alleging dizziness, headache, asthma, and coronary artery disease. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, the manufacturer was not observed sound abatement foam degradation/breakdown. The manufacturer concludes that they cannot confirm the complaint of dizziness, headache, asthma, and coronary artery disease. In box h: device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.